Event description:
It was reported that the lead had high impedance and high threshold. It was noted that a chest x-ray had been taken and no problem with the lead or the device were noted. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).